Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The cartridge was changed to address the event and insulin delivery was resumed. Blood glucose (bg) was 569 mg/dl with trace ketones. Reportedly, a bolus via the pump was delivered or a manual injection was administered to address bg.